Event description:
The translation of the customer's reported symptom is "no mains power." We are considering this to be a failure to power up with ac mains power and no ac mains indicated. This could impact the delivery of therapy. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The translation of the customer's reported symptom is "no mains power." We are considering this to be a failure to power up with ac mains power and no ac mains indicated. This could impact the delivery of therapy. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.